Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump battery cap. Troubleshooting was performed and found that the copper plate contact fell off the battery cap. No harm requiring medical intervention was reported. The customer will continue to use the device on receipt of a replacement battery cap and will not be returned for analysis.